Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. Additional information was requested and the following was obtained: was the broken piece of the probe removed from the liver during the original procedure. The probe did not break inside the patient. Entire probe was thrown away in sharps container and another probe was opened.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2023. Only event year reported: 2022. Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the broken piece of the probe removed from the liver during the original procedure? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an microwave liver ablation procedure that the doctor opened the probe and went to place it in the liver. He stated the liver was very dense and could barely push in and when he did, the device just bent and broke in half. The probes he switched to complete the procedure, had a thicker needle. There were no adverse consequences for the patient.